Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported right side "encapsulated implant urgently needs to be removed". Later patient reported "biocell breast implant". Later healthcare professional reported "capsular fibrosis bds. (Baker 2-3)" and "bii syndrome". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported right side "encapsulated implant urgently needs to be removed". Later patient reported "biocell breast implant". Later healthcare professional reported "capsular fibrosis bds. (Baker 2-3)" and "bii syndrome". Later patient reported "urticaria, histamine issues, pain in the chest as well as a considerable psychological burden" and "implant was already damaged before explantation". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Patient reported right side "encapsulated implant urgently needs to be removed". Later patient reported "biocell breast implant". Later healthcare professional reported "capsular fibrosis bds. (Baker 2-3)" and "bii syndrome". The device remains implanted.